Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the air removal step during the load process and using admelog insulin. Tandem technical support educated the customer to remove any residual air from the cartridge and approved insulin per the tandem user guide. During troubleshooting with technical support, a new cartridge was loaded, but ultimately, the customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer.